Manufacturer narrative:
The repair for this unit could not be conducted due to the parts being on back order, the recommended fsa and gds align with the recommended repair of the reported malfunction per the service manual. When the customer confirms that they have placed an order for the newly released fsa or gds and the replacement part has been received, the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint on the v60 ventilator indicating that the ventilator would not go into standby mode. The device was reported to be in use at the time of the reported problem. No patient or user harm reported.the remote service engineer (rse) advised the biomedical engineer to complete a test 7 air flow accuracy test to confirm the device was operating within the manufacturer's specifications. The rse also provided the customer with the part information for the gas delivery system (gds) and flow sensor assembly (fsa). This investigation is ongoing.